Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: visual inspection of the returned device was found to exhibit signs of repeated use and confirms that the provisional has fractured into two pieces .all pieces were returned. Review of the device history record identified no related deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The reported lot was manufactured on november 29, 2011 and has therefore been in the field for approximately nine years and three months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, that during the surgery, the instrument broke in half. Nothing fell into the patient and no harm was done either. They were able to finish the surgery without any delay. Attempts have been made, however, no additional information is available at this time.